Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 32mmx3.0mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. After a 6f non-boston scientifc (bsc) guide catheter was engaged coaxially and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 38 x 3.00 promus elite drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the stent strut was lifted and damaged. The device was removed from the patient. The procedure was completed with another 3x38 promus elite des and post-dilated with 3.5x8 nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(E1) initial reporter first name: (B)(6). Device evaluated by MFR.: the promus elite 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with stent struts lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 32mmx3.0mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 38 x 3.00 promus elite drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the stent strut was lifted and damaged. The device was removed from the patient. The procedure was completed with another 3x38 promus elite des and post-dilated with 3.5x8 nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.